Event description:
The physician interrogated the patient's device and found some high impedance values on one of the leads; the impedance values were not available. It was noted that the stimulation was working well for the patient, but the high impedance on the one lead concerned the physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).